Event description:
It was reported by service report that the head section would not lock in place because of a bent release bar. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: release bar on breakaway head section.